Event description:
The pt had been hospitalized due to shortness of breath. It was reported that the pt has been experiencing shortness of breath since vns implant and the shortness of breath was constant. Neurologist indicated that the pt is doing better with bronchodilators and that the shortness of breath may possibly be due to device stimulation or implant surgery.